Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, the ventilator had generated alarms indicating a leakage; peep low, check tubing, leakage too high , patient circuit disconnected and pressure delivery restricted. The test log showed that successful pre-use check was performed prior the event. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The fact that the error persisted when they replaced the device and that the pre-use check passed indicates that there is no fault with the device. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The alarm generation indicates a leakage in the patient circuit system.

Event description:
It was reported that the ventilator while on patient generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).